Event description:
A barostim system was implanted on (B)(6) 2024. The patient presented to the emergency room with an infection at the carotid incision site, including pus leakage. The patient was admitted to the hospital on (B)(6) 2024, and antibiotics were administered. The patient was discharged on (B)(6) 2024. As of on (B)(6) 2024, the patient was doing well, and no additional treatment or intervention had been performed or was planned. It was reported that upon follow-up inspection, the wound site was fine, and the surgeon was informed there had not been an infection.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient presented to the emergency room with an infection at the carotid incision site, including pus leakage. The patient was admitted to the hospital on (B)(6) 2024, and antibiotics were administered. The patient was discharged on (B)(6) 2024.